Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for calcium (ca) on a cobas 8000 c 502 module. Patient 1 initial result was 6.1 mg/dl. The repeat result was 9.5 mg/dl. Patient 2 initial result was 5.2 mg/dl. The repeat result was 8.4 mg/dl. The questionable results were not reported outside of the laboratory. The ca reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found the rinse tubing was leaking at the rinse head. The fse replaced the rinse tubing and checked the pump pressures. Qc was acceptable. The investigation determined the service actions resolved the issue.